Manufacturer narrative:
On september 17, 2020, mentor received the following additional information: the date of the adverse event was (B)(6) 2017. The patient suffered several unexplained systemic symptoms, including fatigue, ear ringing, back pain, and brain fog. In addition, the patient also experienced bilateral breast pain, bilateral breast redness, right breast palpable breast mass and only right breast capsular contracture; baker grade iii. H6 patient code 3191: generalized illness. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 19, 2020, mentor received the following additional information: the patient was scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2020, mentor became aware that the patient's implant explantation surgery was rescheduled for (B)(6)2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that during the explantation surgery on (B)(6) 2021, the patient's breast capsules were identified to be mildly thickened and contracted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a latina female patient of unknown age who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, experienced bilateral capsular contracture baker grade unknown post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.